Manufacturer narrative:
The velocity was fractured approximately 45.0 and 75.0 cm from the hub. Evaluation of the returned velocity revealed it was fractured. This damage is likely a result of forceful mishandling during preparation for the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, a velocity delivery microcatheter (velocity) broke in half. The damage to the velocity was found prior to use; therefore, it was not used during the procedure. The procedure was completed using a new velocity.